Event description:
(B)(4). Event occurred in (B)(6). The patient's infusion set's tubing got detached at the quick release. The patient observed insulin out of the tubing about one hour after changing the set. The patient had this issue with five sets. No further information available.